Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up at the hospital, the device exhibited episodes of non-sustained oversensing, suspected to be due to myopotentials. No episodes were seen with isometric testing. No further actions was taken, and the patient is in good condition.